Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Omit: b24 - event history log review, b17 - device not returned. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of a pca over infusion could not be confirmed through laboratory testing and log review. The suspect pca module functional pca dose infusion accuracy test demonstrated the unit working correctly. A total of 29 dose requests with volume deliveries of 0.4ml and 0.6ml resulted in a total volume infused of 14.51ml, a -0.6% error of the expected 14.60ml shown in the concomitant pcu module event logs. Asm testing results show device passing all accuracy tests. Accuracy tests performed included the plunger force accuracy, plunger position accuracy and barrel clamp accuracy. The system power on date and time, as well as the selected profile, were not recorded in the device event logs as they were overwritten due to extended use. The system had been in use since at least 06oct2025, from 12:01 am, with no issues or malfunctions reported during this time. The last recorded dilaudid infusion was programmed and started on 06oct2025 at 11:51 am. The infusion was programmed as a pca dose only and a 35 ml monoject syringe was loaded on to the pca. The detected syringe volume was 22.4776 ml and the primary volume infused started at 159.8 ml (accumulated total from previous infusions). When the infusion was programmed, a pca max limit reached alarm was observed. Between 11:53 am and 3:40 pm, the user titrated between configuring the pca to a pca dose only and a pca + continuous infusion; however, the max limit reached continued to appear. The dose request cord key was pressed seven (7) and did not infuse. At 3:56 pm, the infusion was configured again as a pca dose only infusion, with a pca dose of 0.4ml. The dose request cord key was pressed once again and successfully infused. Between 3:56 pm and 8:42 pm, fourteen (14) dose requests were performed, delivering a total of 5.6 ml in the span of four (4) hours and forty-six (46) minutes. At 8:57 pm, the pca dose was changed to 0.6 ml. Between 06oct2025, at 8:58 pm, and 07oct2025, at 9:16 am, fifteen (15) dose requests were performed, delivering a total of 9 ml in the span of twelve (12) hours and eighteen (18) minutes. The unit was channeled off at 9:31 am and the system was powered down at 12:01 pm. The bd alaris user manual (v12.3) states within the troubleshooting section the following information about the max limit reached alarm message: ¿this alarm occurs when an attempt is made that exceeds the maximum allowed drug amount for the patient. The pca dose cannot be delivered until the configured time passes. * alarm has configurable settings.¿ ¿to silence the alarm, press the silence key. To change the max limit, press channel select, press the program soft key, and turn the key to program or enter the authorization code applicable for current security access level.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a possible pca over infusion was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of dilaudid. This was a routine order of dilaudid to infuse and programmed using the guardrails drug library. Ketamine and antibiotics were also infusing at the time of the event. There was patient involvement, but no harm. Additional information was received following a site visit by manufacturer representatives. The patient was extubated by the day-shift nurse, and following removal from the ventilator, both the patient¿s nurse and the nurse practitioner noted persistent drowsiness. According to standard ICU protocol, pharmacy provides pre-filled 30 ml dilaudid syringes from an outsourced vendor, and a two-nurse verification is performed when removing narcotics from the pyxis automated dispensing system, in addition to standard safety checks. Nurses manually prime pca tubing before inserting the syringe and programming the device.

Event description:
It was reported there was an over infusion of dilaudid. This was a routine order of dilaudid to infuse and programmed using the guardrails drug library. Ketamine and antibiotics were also infusing at the time of the event. There was patient involvement, but no harm. Additional information was received following a site visit by manufacturer representatives. The patient was extubated by the day-shift nurse, and following removal from the ventilator, both the patient¿s nurse and the nurse practitioner noted persistent drowsiness. According to standard ICU protocol, pharmacy provides pre-filled 30 ml dilaudid syringes from an outsourced vendor, and a two-nurse verification is performed when removing narcotics from the pyxis automated dispensing system, in addition to standard safety checks. Nurses manually prime pca tubing before inserting the syringe and programming the device.

Manufacturer narrative:
Omit: e2403 - no clinical signs, symptoms or conditions, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex e, a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion of dilaudid was not confirmed through review of the logs and was not replicated during device testing since the devices were not received for this investigation. The system power on date and time, as well as the selected profile, were not recorded in the device event logs as they were overwritten due to extended use. The system had been in use since at least (B)(6) 2025, from 12:01 am, with no issues or malfunctions reported during this time. A review of the device¿s error logs could not be performed since they were not provided for this investigation. The last recorded infusion for an unknown drug (suspected to be dilaudid) was programmed and started on (B)(6) 2025 at 11:51 am. The infusion was programmed as a pca dose only and a 35 ml monoject syringe was loaded on to the pca. The detected syringe volume was 22.4776 ml and the primary volume infused started at 159.8 ml (accumulated total from previous infusions). When the infusion was programmed, a pca max limit reached alarm was observed. Between 11:53 am and 3:40 pm, the user titrated between configuring the pca to a pca dose only and a pca + continuous infusion; however, the max limit reached continued to appear. The dose request cord key was pressed seven (7) and did not infuse. At 3:56 pm, the infusion was configured again as a pca dose only infusion, with a pca dose of 0.4 ml. The dose request cord key was pressed once again and successfully infused. Between 3:56 pm and 8:42 pm, fourteen (14) dose requests were performed, delivering a total of 5.6 ml in the span of four (4) hours and forty-six (46) minutes. At 8:57 pm, the pca dose was changed to 0.6 ml. Between (B)(6) 2025, at 8:58 pm, and (B)(6) 2025, at 9:16 am, fifteen (15) dose requests were performed, delivering a total of 9 ml in the span of twelve (12) hours and eighteen (18) minutes. The unit was channeled off at 9:31 am and the system was powered down at 12:01 pm. Inspection and testing of the reported devices could not be performed since they were not returned by the customer; however, the facility provided preventative maintenance test results for both the suspect pca and the concomitant pcu. Test results show the devices are working as intended. The bd alaris user manual (v12.3) states within the troubleshooting section the following information about the max limit reached alarm message: ¿this alarm occurs when an attempt is made that exceeds the maximum allowed drug amount for the patient. The pca dose cannot be delivered until the configured time passes. * alarm has configurable settings.¿ ¿to silence the alarm, press the silence key. To change the max limit, press channel select, press the program soft key, and turn the key to program or enter the authorization code applicable for current security access level.¿ the devices were reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion of dilaudid was not determined. No errors or malfunctions were confirmed through review of the logs and the event could not be replicated during device testing since the devices were not received for this inspection. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8120 had over infused. There was patient involvement and no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.